Event description:
Info received indicates that flaking from the cinch mechanism of the heart valve holder was noted during suturing. The valve was implanted with difficuly. No postoperative pt complications were reported. The valve remains implanted.